Manufacturer narrative:
Continuation of d10: product ID 8780; serial# (B)(6); implanted: (B)(6) 2018; explanted: (B)(6) 2023; product type catheter; ubd: 2019-03-09; UDI: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a patient and a healthcare provider via a manufacturer representative. The patient was receiving dilaudid (4mg/ml at 0.2mg/day) and bupivacaine (1.6mg/ml at 0.08mg/day) via an implantable pump. It was reported that per the physician (hcp), the patient had been complaining of suboptimal pain relief in the back. The hcp noted that the catheter was initially implanted at t1 because they had cervical pain, which was now well managed. Environmental, external, or patient factors that may have led or contributed to the issue included high drug concentrations and drug dosing. At the start of the case, the pump was filled with dilaudid at 20mg/ml at a simple continuous rate of 7.87mg/day and bupivacaine 8mg/ml. The initial plan for the surgery was to open the lumbar incision site, remove the catheter anchor, then pull the catheter down to t9. The patient was taken to the operating room (or) for the planned catheter revision. However, a catheter access study was done at the beginning of the case using a catheter access port kit. After determining that the needle was in the appropriate location under fluoroscopy, the physician attempted to aspirate from the port, but was unable to aspirate any csf. After the negative catheter access study, the hcp opened up the existing pump pocket and dissected down to the existing pump and proximal pump segment. The pump was removed and placed on the back sterile table. The proximal pump segment was also removed and discarded by the hcp. The hcp then opened up the midline lumbar incision and dissected down to the existing catheter and anchor. The hcp cut the anchor and removed the existing spinal segment. The hcp was given a new catheter, which was placed at t9 without difficulty. The hcp then anchored the spinal segment, tunneled it to the existing pump segment, and trimmed 39.5cm from the spinal segment. The hcp attached it to the new proximal pump segment. The old drug was removed from the pump and re-concentrated using preservative free normal saline. A back table prime was performed to remove the old drug from the internal pump tubing. After the completion of the prime, the pump was connected to the new catheter. The pump was placed back in the existing pump pocket, the incisions were irrigated, and then closed. The issue was resolved at the time of the report. It was noted that the hcp had no further information. The patient's weight and medical history were asked but unknown. The patient status at the time of the report was alive with no injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient receiving hydromorphone and bupivacaine via an implantable pump. The indication for use was spinal pain. It was reported that the patient was having a lot of pain with their pump. The patient said they feel nothing and when they get a bolus, they don't feel the bolus. The patient stated they were in so much pain and it was getting worse every night and walking over like an old man. The patient mentioned they can barely walk now. The manufacturer's patient services specialist (pss) asked for the event date and the patient stated it had been a couple years and they must have had something screwed up when they first put the pump in. The patient then said a few months later, it didn't work at all. The patient stated they had a heck of a time getting their personal therapy manager (ptm) to sync with his pump, five minutes to get the device to sync with the ptm. The patient reported they have been on this pump since 2018 and they were going to do some surgery on the back. The patient was very difficult to understand. On the call the patient was able to get a bolus on the call but did not feel the therapy.the patient was redirected to their healthcare provider to further address the issue. The patient called back to do the survey again and stated that they did feel the bolus a little. Additional information was received from the healthcare provider (hcp). It was reported that the hcp was revising the catheter to better target the patient's lower back. It was originally implanted to target neck pain, and there were no complications from the pump. The cause of the increasing pain and not feeling the bolus was due to increasing disease, with no malfunction of the pump. The strength of the bolus was increased. The resolution of the event was pending the catheter revision.

Manufacturer narrative:
Product ID 8780; serial# (B)(6); implanted: (B)(6) 2018; explanted: ; product type catheter; ubd: 09-mar-2019; UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.